Event description:
Surgery date: 2008. A 48mm plate with screws inserted at c4 to c7. One locking cap broke during rotation. The locking cap was removed from surgical wound. The plate remains in the patient. Surgery was successfully completed without injury to the patient.

Manufacturer narrative:
In 2008, zimmer spine concluded that a recall of all cyclone cervical plates would be performed. This number has not been assigned. Zimmer spine will send a supplemental report when a number is assigned.